Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that up, down, and ok buttons were worn and intermittently unresponsive. The buttons also gave scrolling response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/26/2013 with the following findings:during testing, all keypad buttons were found to be unresponsive. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded and discolored display screen. A test screen was inserted and found to function properly with no signs of fading or discoloration. Further, evaluation revealed a crack in the battery compartment. The battery cap was able to be fully tightened to the battery compartment and no corrosion or moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.